Event description:
Dexcom has the g6 sensor and formerly g5. They have technical issues they discover about what causes their device and required accessories to not work. They do not tell the customers, who are locked in to the product, about the issues until the customers individually call in. Past issues include the machine breaking so that it can't be used, because of a known issue of pressing down a button. They know these issues but 'never' share them until after it is a problem for each client who has to stress, maybe have medical issues first, then call in. The most recent issue: they have a product recall of many sensors. After 3 sensors not working like the machine says they should, I called in and was told there's a recall. I asked if they had emailed customers about the recall the way a normal company would. I was told they had not. They offered to replace the whole 3 month supply of sensors. But not until I'd spent hours stressing about it and then called in to ask. Also, they ask a series of long questions including shaming wording, when a sensor needs to be replaced, which discourages patients from calling in. During covid for awhile, they stopped asking these questions. They had said the FDA required they ask all these questions every time. Sometimes they skip some of the questions. During covid for many months they skipped all the questions. Please enforce or have them stop making false claims to customers. FDA safety report ID# (B)(4).